Manufacturer narrative:
Additional narrative: correction: it was reported in the initial medwatch report that the date the device returned to manufacturer was aug 16, 2016. Please note that the correct date was nov 16, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of damaged bearings was confirmed. An assessment was performed which found that the bearings are worn out and loose which create a situation where the cutter is not able to be inserted. It was determined that this is because the bearings are no longer in axial alignment not allowing the cutter to pass through. It was further determined that this condition was due to component damage caused by normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). Initial reporter's phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the attachment device had damaged bearings. During service and evaluation, it was observed that the long attachment device ball bearing had fallen apart, balls were missing, the cage was not available, and the extension sleeve was damaged. It was also noted that the device failed pre-repair diagnostic tests for cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.